Manufacturer narrative:
The patient underwent a right wrist scaphoid excision, right wrist four-corner arthrodesis with local bone graft procedure on (B)(6) 2013. The patient had a superficial suture reaction with no change in treatment. Current status was reported as healed.

Manufacturer narrative:
It was reported that the patient experienced inflammation and knot spitting. The patient was possibly treated by removing the spit knots. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used. The patient experienced a skin reaction. Additional information has been requested.